Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg was inoperable. It was also reported, the patient's programmer no longer communicates with the ipg and reflects a communication error. Follow-up information revealed the patient underwent surgical invention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative and the issue is now resolved. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.